Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -6.50 into the patient's right eye (od). Reportedly "flipped over upside down". The lens was explanted and replaced with a lens of the same parameters. H6-health effect- impact code: "2199" should be removed and code "4627" should be added. H6- medical device problem code: "2993" should be added. Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 -6.50 diopter implantable collamer lens flipped over upside down. The lens was removed and the backup lens was implanted . Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.